Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 243mg/dl. The customer's expected fasting blood glucose test result range is 100 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification ,customer stores product in the kitchen. Customer informed the proper storage condition for the product. The test strip open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has not made any recent changes in the diet, exercise regimen, and medication. The customer is testing four times a day (fasting).